Event description:
It was reported that the patients implantable pulse generator (ipg) was coming through the skin due to a wound with a scab at the ipg site. No device malfunction suspected. The patient underwent a procedure wherein the ipg was relocated and the patient was doing well postoperatively. Additional information was received that wound was due to the ipg rubbing through the skin.

Event description:
It was reported that the patients implantable pulse generator (ipg) was coming through the skin due to a wound with a scab at the ipg site. No device malfunction suspected. The patient underwent a procedure wherein the ipg was relocated and the patient was doing well postoperatively.